Manufacturer narrative:
Foreign zip code: (B)(6).

Event description:
It was reported that the dii controller was working intermittently taking shavers and failed during surgery causing a 45 minute delay whilst a backup unit was sourced from another site. No patient injury was reported.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed on the product and no issue was observed. There was no relationship found between the returned device and the reported incident. Complaint of intermittent function could not be reproduced. Product passed functional testing and 6 hour burn-in inside enclosed test tower. No intermittent function occurred during testing and burn-in on both ports. All functions perform as expected. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.